Manufacturer narrative:
The subject device was returned to olympus medical systems corp. For evaluation. The evaluation confirmed that the probe broke down at 16.5 mm from the distal end. There was no scratch found at the broken point. The shape of the fracture was partially a rough surface which showed that the fracture developed by physical stress. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, it is highly likely that the physician activated the ultrasonic output while the subject device was twisted a tissue or grasping a hard tissue or applying only the probe tip to the tissue with strong force and the stress was put on the probe and as a result the probe broke. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and describes how to deal with when an irregularity is found or the probe is broken. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
When a physician used the subject device to resect the uterus for a total laparoscopic hysterectomy, the probe tip broke. The broken piece of the probe was taken out. The physician replaced the subject device with a similar device and the procedure was completed. There was no patient harm reported.